Event description:
Have used (B)(6) brand (compare to polident) antibacterial denture cleanser for my night guard for approx 2 years. Recently I noticed I would wake up with red, swollen and badly chapped lips. The problem eased up until I replaced the solution. The next morning the problem was back only worse. After the 3rd incidence, I read the caution label on the package about persulfate being known allergen. My lower lip is almost like a chemical burn and very sore. Apparently I have developed a sensitivity to this chemical. I would rinse my night guard before placing in my mouth, but, obviously that wasn't enough. Just through someone should know about this for future reference. Thank you. "Is the product compounded: yes, is the product over-the-counter: yes, did the problem stop after the person reduced the dose or stopped taking or using the product: yes, did the problem return if the person started taking our using the product again: yes." Dates of use: (B)(6) 2015 - (B)(6) 2017. Reason for use: appliance used for night time teeth clenching/grinding.